Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, the device would not pace. Several attempts to reconnect the lead did not result in pacing. Therefore, a new device was implanted.